Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/23/2014). The patient¿s meter (B)(4) has been returned on 12/9/2014 and evaluated by lifescan product analysis on 12/11/2014 with the following findings: the meter (B)(4) passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultra 2 meter was reading inaccurately low when compared to their feelings and/or normal results. They also alleged an issue with the battery indicator on the subject meter. The patient could not be reached for follow up questions from the medical surveillance specialist (mss). The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient could not recall when the product issues first began. The patient reported obtaining a blood glucose reading of ¿100mg/dl¿ on the subject meter. The patient manages their diabetes with metformin and reported decreasing their food/drink intake in response to the alleged product issues. The patient reported developing symptoms of ¿tired and using the restroom often¿ one year after the alleged product issues began. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the csr determined that the test strips had not been stored correctly (per owner¿s booklet recommendation) and that the battery needed to be replaced on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms indicative of a serious injury after the alleged product issue began.